Event description:
The customer reported false elevated alinity I toxo igg and provided the following data: reference: non-reactive is < 1.6 iu/ml, grayzone is 1.6 - 2.9 iu/ml, reactive is = 3 iu/ml) sample 1: on 19 may 23 sample ID (B)(6)result was 6.6 (reactive) and repeat result was 0.10 (non-reactive) sample 2: on 11 jan 24 sample ID (B)(6)result was 33.8 (reactive) and repeat result was 0.10 (non-reactive) the customer reported that after the instrument was evaluated repeat testing with the same instrument and the same lot run on in january had a result of 0.0. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. Median values for complaint lot 54041be00 was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 54041be00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-32 and there is a similar product distributed in the us, list number 7p45-40 / 7p45-45. A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated alinity I toxo igg and provided the following data: reference: non-reactive is < 1.6 iu/ml, grayzone is 1.6 - 2.9 iu/ml, reactive is = 3 iu/ml) sample 1: on (B)(6) 2023; sample ID (B)(6) result was 6.6 (reactive) and repeat result was 0.10 (non-reactive). Sample 2: on (B)(6) 2024; sample ID (B)(6) result was 33.8 (reactive) and repeat result was 0.10 (non-reactive). The customer reported that after the instrument was evaluated repeat testing with the same instrument and the same lot run on in january had a result of 0.0. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.